Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that an inaccurate fill estimate was received. The cartridge was continued to be used for insulin therapy. Customer's blood glucose level was 162 mg/dl.